Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged usb port issue was verified, but the screen on/quick bolus button issue could not be verified.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Additionally, it was reported that the wake button was "difficult to press and does not always respond". There was no reported adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.